Event description:
A malfunction occurred on the customer's pump, as reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by planning to replace the pump. The customer chose to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not disrupted.